Manufacturer narrative:
Product analysis: the mo.ma. Ultra was returned to medtronic investigation lab for evaluation. The device was returned along with its opened labeled shelf carton, opened labeled pouch and device loosely coiled within a bubble wrap envelope. Received with the mo.ma ultra were two balloon inflation/deflation ports with attached 1-way stopcocks and components of the y-piece with hemostatic valve. The t-safety connector was not returned. The catheter was visually inspected with no kinks or unusual bends noted. The balloons were examined and no rupture of balloon chamber material was noted. Attempts to inflate both the proximal and distal balloons were made but dried residual contrast prevented the inflation of either balloon. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was using a mo.ma occluding catheter during procedure to treat a calcified lesion in the left proximal external carotid artery. The vessel is moderately tortuous. The device was inspected with no issues noted and prepped per IFU with no issues identified. It was reported that balloon problem reported with the balloon broken. The distal eca balloon did not take the squared form during inflation, the physician added inflation then balloon broke during procedure. There was no patient injury reported.

Manufacturer narrative:
Additional information: the device treated a calcified lesion (50% calcified) presenting 80% stenosis. A burst occurred during balloon inflation but the balloon did not fragment. There was no difficulty experienced upon device withdrawal and it was safely removed from the patient without intervention. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.